Manufacturer narrative:
The technician found debris trapped in the trend valve port. The hydraulic power unit was replaced to repair the bed.

Event description:
Information received indicates the head hi/low function is not working, preventing the bed from going into trendelenburg.